Event description:
The customer reported that the cartridge with this lot, fills up with air under blood-transfusions. They tried other cartridges (other lot) and had no problem so it seems to be only this lot. No patient injury or medical intervention reported.  It wasn`t a patient-risk in this actual situation. They gave the blood with a syringe so they had a controlled procedure this time. They only use syringe to the smallest children.  The customer indicated that they were having issues with several samples from the same lot. They tried another lot and there was no further issue.  The patient was a baby, under one year old.  The customer is an experienced user of enflow. The cartridge was primed as always.

Manufacturer narrative:
(B)(4). The complaint device was returned to the international contact for carefusion (B)(4). The complaint device was forwarded to carefusion for evaluation and investigation. The evaluation has just begun. A follow up MDR will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). The customer returned the complaint cartridge to carefusion for evaluation. In addition, the customer returned 12 sealed (unused) cartridges from the same lot (13081025). The twelve (12) unused cartridges were pressure tested at 20 psi for one minute underwater, and monitored for bubble formation/air leakage (bubble test). During this bubble test the twelve (12) unused cartridges were temperature cycled according to the maximum storage temperature cycling test. Six (6) of the unused cartridges were subjected to a -30 degrees celsius to +70 degrees celsius temperature profile. The other six (6) unused cartridges were subjected to a -20 degrees celsius to +70 degrees celsius temperature profile. The temperature profile provides for four hour dwell times at minimum and maximum temperatures, with a 30 minute soak at room temperature in between the minimum and maximum temperatures. A 2 degrees celsius per minute ramp rate between soak temperatures was utilized. Two complete cycles were performed on the unused samples. The twelve (12) unused cartridges were again bubble tested and monitored for bubble formation/air leakage after the temperature cycling. Each of the twelve (12) unused cartridges passed the bubble test following the temperature cycling. It was confirmed that there were no air leaks in these cartridges. The twelve (12) unused samples (cartridges and extensions) were then subjected to an iso594 luer gauge test using calibrated go-no-go gauges to check the luer tapers. The unused cartridges were found to be within tolerance per the iso594 gauge set. The actual complaint cartridge was returned as a custom setup by the customer. This setup utilized a syringe connected to the cartridge using tubing, luer locks, and a blue handled stopcock. As the customer indicated, this setup was used with small children to administer the blood to the cartridge using a syringe in order to control the procedure. The complaint cartridge and setup (syringe, tubing, luer locks, and stopcock) was received containing blood. The cartridge and other pieces were decontaminated in order to perform an evaluation. The complaint cartridge and extension was subjected to a 20 psi bubble test. It was observed that there was no bubble formation or air leakage from the cartridge or extension. The cartridge and setup (syringe, tubing, luer locks, and stopcock) were assembled just as received back from the customer and subjected to a 20 psi bubble test. There were no air bubbles or leaking observed during the bubble test. The valves were opened to allow the air pressure through all of the apparatus to reach the full 20 psi. Each of the customer supplied pieces passed this second bubble test. It was confirmed that there were no air leaks in the returned complaint cartridge. The complaint cartridge and extension was subjected to an iso594 luer gauge test, which was found to be within tolerance. However, the however, the luer locks your returned as part of the setup did not pass the iso594 luer gauge test. The vendor of the luer locks could not be determined. A request was made of the customer for the luer locks vendor information for the luer locks used in their setup. The customer never provided this information to carefusion. The root cause was determined to be a poor fit between the luer lock and cartridge which allowed air to enter the cartridge. (B)(4). The reported issue will continue to be trended and evaluated by carefusion.